Event description:
Complainant alleged that while attempting to defibrillate a patient in ventricular fibrillation, the first attempt resulted in arcing of electricity. The clinician obtained another set of electrode pads and the second attempt resulted in arcing. The clinician attempted a third shock and was unable to obtain an ECG rhythm via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.